Event description:
Caller states that the patient read 7.6 inr on device and >8 inr on second device. A comparison lab drawn returned as 4.9 inr. The same strip lot was used for both tests. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.